Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 implantable pacing lead (B)(6) 2012; d314trg implantable biv defibrillator (B)(6) 2012; 5076-52 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) lead thresholds have been going up since implant over a year prior. The leads remain in use. No patient complications have been reported as a result of this event.